Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced a performance decrement. Further investigation indicated that air was in the cochlea and around the electrode array. The patient underwent a surgical procedure to repack the cochleostomy site on (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
This report is filed on 28 feb 2014.